Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint "wil"

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociation's were identified, and each is reported separately for purposes of product complaint capture. This is patient 8, female, (B)(6) years old at primary surgery, and (B)(6) years old at revision for liner dissociation (94 months after primary). Reported liner-cup dissociation of a depuy enduron 28mm ID liner and pinnacle cup (no reported implant fracture of liner ards as in other article reports, nor report of wear deformity of the liner), as well as mild metallosis identified,with minimal wear damage to the cup from head articulation. Because of poor patient physiology, the cup was not revised, just the head and liner)

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociations were identified, and each is reported separately for purposes of product complaint capture. This is patient 8, female, (B)(6) years old at primary surgery, and (B)(6) years old at revision for liner dissociation (94 months after primary). Reported liner-cup dissociation of a depuy enduron 28mm ID liner and pinnacle cup (no reported implant fracture of liner ards as in other article reports, nor report of wear deformity of the liner), as well as mild metallosis identified, with minimal wear damage to the cup from head articulation. Because of poor patient physiology, the cup was not revised, just the head and liner).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint wil

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociation's were identified, and each is reported separately for purposes of product complaint capture. This is patient 8, female, (B)(6)years old at primary surgery, and (B)(6)years old at revision for liner dissociation (94 months after primary). Reported liner-cup dissociation of a depuy enduron 28mm ID liner and pinnacle cup (no reported implant fracture of liner ards as in other article reports, nor report of wear deformity of the liner), as well as mild metallosis identified,with minimal wear damage to the cup from head articulation. Because of poor patient physiology, the cup was not revised, just the head and liner)